Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed that the distal end assy w/ccd module malfunction. Based on the result, we concluded that it was caused due to the excessive force applied on the distal end assy w/ccd module. In addition, we confirmed that the light guide cable perforated, the light guide cable buckled, the light guide cable leak, and the suction channel kink; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.